Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)